Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. It is not known whether the patients who experienced poor results or presented with avascular necrosis were implanted with the depuy manufactured conventional plates. The following sections could not be completed with the limited information provided. Date of event - unknown, expiration date - unknown, date implanted - unknown, date explanted - unknown, initial reporter - the article was written by v.l. Rusimov in osteoporos international (2014) 25 (suppl 2): s1 59-s440, manufacture date ¿ unknown. Depuy also sold the product that is the subject matter to the healthcare provider involved.

Event description:
Information was received based on review of a journal article titled, "treatment of unstable osteoporotic fractures of proximal humerus with locking plates" which compared surgical treatment of fractures utilizing locking plates versus conventional plates. The study was conducted over a period of five years (2005-2010) and involved twenty-three (23) patients. Ten (10) of the patients received conventional plates (s3 plates) manufactured by depuy orthopedics. Thirteen (13) of the patients received locking plates (lphp plates) manufactured by a competitor. The journal article reports, after a minimum follow-up time of 3 years, 14 (60.9%) patients had excellent and good results, 9 (39.1%) had satisfactory results, and 2 (8.7%) had poor results. Avascular necrosis was present in 2 (8.7%) patients.